Event description:
The pt performed well with device for more than two years. Pt began to complain of pain sensations on certain electrodes. These electrodes were deactivated in the pt's "map". Over time, the pt complained about pain on several more electrodes. By september 1999, pt had become a non-user. A test of device function done in may, 1998 showed normal device function. The results of a second test were not clear. The device was explanted and analyzed. Although no device fault could be found, the health care professionals report that the pt is using a replacement implant successfully. Therefore, it was decided to classify this device as a potential malfunction and file an MDR.